Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown. The date listed in is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 267 mg/dl and was administered 6 units of novorapid insulin by his wife followed by an additional 12 units sometime later. Customer subsequently experienced a loss of vision and "fell to the floor". The "emergency" was called and the customer was injected with glucagon by his wife. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Visual inspection performed on the returned sensor patch and no obvious defects observed. Performed visual inspection on sensor plug assembly and no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified. This also serves as a correction report. (Zip code) was incorrectly documented in the initial MDR 30 day report.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 267 mg/dl and was administered 6 units of novorapid insulin by his wife followed by an additional 12 units sometime later. Customer subsequently experienced a loss of vision and "fell to the floor". The "emergency" was called and the customer was injected with glucagon by his wife. No further treatment was reported. There was no report of death or permanent impairment associated with this event.